Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to low blood glucose. The blood glucose reading was 38 mg/dl when the paramedics arrived. The customer was transported to hospital via ambulance. Customer was depressed and tried to commit suicide. During hospitalization, the blood glucose went high. Hospital treated with manual injections of sugar. Nothing further reported.